Event description:
It was reported that the patient was not getting pain relief. The patient underwent an ipg explant. The explanted device was disposed per hospital facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.